Event description:
Pump was reported to overinfuse. Pump was set to infuse a 50ml bag of unknown fluid at a rate of 5ml/hr. The entire bag infused in just 50 minutes. No additional details are known. No pt injury reported.